Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/ abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("pelvic/ abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy : rash/skin condition, hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems: uti, other"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem") and dermatitis allergic ("rash/skin condition") and was found to have hormone level abnormal ("hormonal changes") and weight increased (",weight gain"). The patient was treated with surgery (hysterectomy. (Full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved and the hypersensitivity, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, weight increased and dermatitis allergic outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, nausea, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case became incident. Injury nos was replaced with new events- dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, rash/skin condition, hypersensitivity, psych injury, uti, fatigue ,hair loss, hormonal changes, headaches, nausea, nuero condition/problem ,weight gain were added. Updated outcome of events dysmenorrhea,dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, uti to recovered/resolved. Date of insertion, removal and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy : rash/skin condition, hypersensitivity\allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : uti, other"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), rash ("rashes or skin conditions type: rashes and skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("rashes or skin conditions type: rashes and skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased (",weight gain"). The patient was treated with surgery (hysterectomy. (Full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved and the hypersensitivity, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, rash, vaginal haemorrhage, skin disorder, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-apr-2021: lot number, reporter and medical history added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B94870) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy : rash/skin condition, hypersensitivity\allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : uti, other"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), rash ("rashes or skin conditions type: rashes and skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("rashes or skin conditions type: rashes and skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased (",weight gain"). The patient was treated with surgery (hysterectomy. (Full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, intermenstrual bleeding and urinary tract infection had resolved and the hypersensitivity, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, rash, vaginal haemorrhage, skin disorder, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, intermenstrual bleeding, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Batch no b94870, production date 2013-11-15, expiration date 2016-11-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("allergy : rash/skin condition, hypersensitivity\allergic or hypersensitivity reaction type: hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("bladder/urinary problems : uti, other"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neuro condition/problem"), rash ("rashes or skin conditions type: rashes and skin conditions"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), skin disorder ("rashes or skin conditions type: rashes and skin conditions"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and migraine ("migraines / headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased (",weight gain"). The patient was treated with surgery (hysterectomy. (Full),oophorectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, metrorrhagia and urinary tract infection had resolved and the hypersensitivity, psychological trauma, fatigue, alopecia, hormone level abnormal, headache, nausea, nervous system disorder, weight increased, rash, vaginal haemorrhage, skin disorder, bladder disorder, urinary tract disorder and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, psychological trauma, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test(s) conducted, unspecified (bilateral occlusion). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: reporters were added. New events- abnormal bleeding (vaginal), skin conditions, bladder or urinary problems or changes, migraines / headaches were added & few events were updated from allergic to hypersensitivity, rashes or skin conditions to rashes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report